Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Device UDI information was not provided to us.

Event description:
Complainant alleged that during use, the device was intermittently losing power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The suspect device was not returned for evaluation, therefore, a definitive root cause couldn't be determined. Technical support followed up with the customer for updates, but no response was received. We will provide a supplemental report in the event that we receive additional information from our customer.